Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the user experienced alert 38 motor stall alarms occurring three times, requiring pump restarts, and was advised to perform a full supply change using an inset 23 inch 6 mm infusion set. Symptoms included hyperglycemia with a maximum blood glucose of 289 mg/dl over approximately nine hours, without ketone testing, medical intervention, or need for assistance. Outcomes included elevated glucose with device alerts but no hospitalization or acute complications. Investigation included troubleshooting and user education, including recommendation for a complete supply change and follow-up to determine recurrence. Investigation of this case revealed a suspected pump motor stall consistent with a device malfunction affecting the pump motor function; the infusion set lot number was not obtained and recurrence status following the advised supply change was pending at last contact. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.